Event description:
It was reported that this right atrial (ra) lead exhibited impedance of more than 3000 ohms due to lead breakage or fracture which was confirmed via monitor caused by suture entrapment from the right ventricular lead. This ra lead was explanted, replaced with a different model and will be returned for analysis. No additional adverse patient effects were reported.